Event description:
Philips field service engineer reported a problem of "system down". There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.